Manufacturer narrative:
Corrected fields; h6(health effect clinical code & impact code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported failure. The fse performed all functional and safety checks to factory speciation. The unit passed all functional and safety checks. The unit was then ready for clinical use.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units display is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.